Manufacturer narrative:
This complaint was opened from a literature report related to centripetal lens epithelial cell migration associated with the reported lens model. The report concludes there was no significant correlation between clecm grade and either bcva at 1 month, capsulorhexis size or lens centration. Clecm appears to be a frequent, benign and transient event with this lens. One lens was indicated to be decentered. No causal relationship was stated with the clecm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: no products were returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported via a literature article prospectively evaluating the incidence and severity of centripetal lens epithelial cell migration (clecm) onto the anterior surface of a specific iol model that only one lens out of the 99 that were in the study was found to be decentered slightly superiorly at the one month postoperative visit. It was noted that it appears that clecm has little or no adverse effect on early iol centration.